Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they received a failed battery test alarm on the insulin pump. They used three different batteries. The customer¿s blood glucose level was 82 mg/dl. Troubleshooting was performed. They were advised to insert a new battery. They received another failed battery test alarm. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.